Event description:
The treatment area was a heavily calcified, subtotal occlusion, with significant tortuosity mid and proximal right coronary artery (rca). A non-csi or abbott guidewire and a non-csi/non-abbott micro catheter were successfully advanced and crossed both the mid and proximal lesion. Retrograde treatment approach was determined due to the presence of tortuosity. A wire exchange for the viperwire advance guide wire flex tip was performed and then the non-csi/non-abbott micro catheter was removed. The diamondback 360 precision coronary orbital atherectomy device (oad) was advanced. Glideassist was activated to advance the oad past the proximal lesion and to position the oad crown in a healthy segment distal to the lesion. The oad was spun three to four times on low speed through the proximal lesion. Glideassist was activated again to reposition the crown in an optimal position distal to the mid rca, again stopping in a healthy segment distal to the lesion. During treatment of the mid rca, the tip of the oad was observed to have fractured just distal to the crown. The oad was stopped. The oad tip was observed to be secured onto the viperwire, proximal to the distal tip of the viperwire. In an attempt to not lose wire position, a second wire, a non-csi or abbott guide wire was preloaded into an 8f guide catheter and then advanced. The second wire could not cross the lesion, there was not enough room in the lesion for the second wire to pass. The second wire and non-csi/non-abbott catheter were removed. When attempting to remove the oad and viperwire, resistance was encountered at the more proximal calcified lesion. The fractured oad tip was not moving freely through the proximal lesion. To maintain as much control as possible and to avoid causing the tip of the viperwire to fracture, the oad sheath and driveshaft were cut just distal to the handle. A 6f guide catheter was then advanced over the viperwire and was able to successfully remove the viperwire with the fractured oad tip intact. No components were left in vivo. The vessel was rewired with a non-csi guide wire and angioplasty and two stent placements were performed to complete the procedure. The patient was stable and did not experience impact from the reported issue.

Manufacturer narrative:
The oad was returned for analysis. The oad driveshaft had a fracture on the distal side of the crown along with a single filar fracture on the proximal side of the crown. Scanning electron microscopy (sem) was performed on the fractured driveshaft sections. The presence of driveshaft flexing at the weld location can initiate a fatigue failure and sem analysis identified possible fatigue striations at the site of the driveshaft fracture. It is hypothesized the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight shape.the instructions for use (IFU) warns that performing treatment in excessively tortuous or angulated vessels or bifurcation may result in vessel damage or device failure requiring retrieval. The root cause of the driveshaft fracture could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).